Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she had been experiencing low blood glucose in the 40 mg/dl range. She didn't recall the exact value. Customer stated she was sure that she inputted the same setting from her previous device. Customer wanted to check if the device was functioning correctly as she didn't think she was over bolusing. Troubleshooting was performed and it was noted the reservoir is showing more insulin than what was displayed on the status screen. Customer was advised to monitor the device, speak to her doctor, and call back if issues persisted. She is not returning the device for further analysis.